Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown. Patient information could not be obtained after multiple attempts.attempts were made as follows: 5/1/18 phone call, 5/2/18 phone call, 5/3/18 phone call.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate in pressure mode. There was no report of patient injury.